Manufacturer narrative:
(B)(4).

Event description:
The customer states the catheter started leaking during a procedure when they power injected. No delay in treatment reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one PICC catheter for evaluation. Visual examination revealed a large hole in the catheter body. The hole appe ared blown out from excessive pressure. The catheter body contained one hole 84 mm from the juncture hub. The sample was functionally tested by attaching both extension lines to a water-filled lab inventory syringe. When the proximal line was tested, water exited both the distal end and the hole in the catheter. No leaks were observed when the distal extension line was injected. A device history record review was performed with one potentially relevant finding of marks/indents in the catheter. However, the returned sample did not contain this defect. The IFU provided with this kit cautions the user, "do not exceed ten (10) injections or the catheter's maximum recommended flow rate located on product labeling to reduce the risk of catheter failure and/or tip displacement." The reported complaint of catheter leaking during use was confirmed by complaint investigation. The returned catheter body contained one hole that leaked when the proximal line was flushed. (Con't) other remarks: the hole appeared to have been caused by excessive pressure in the line. A device history record review was performed with one potentially relevant finding; however, it was determined that the sample did not have the same defect. Based on the condition of the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer states the catheter started leaking during a procedure when they power injected. No delay in treatment reported.